Event description:
A consumer reported she can see the reflection of her intraocular lenses (iol) at the bottom of the iris in both eyes since these were implanted. She described it as "it blinks in her eyes" and she can see a sphere in her eyes, depending on the orientation of the light and people can see the iol in her eyes. Her myopia was corrected in the left eye, but the right eye became hyperopic after iol implant surgery. She also reported double images only when watching television in the evening. She was previously under the care of an orthoptist. Her symptoms have had psychological consequences, according to the consumer. A lasik procedure is planned to correct the resulting overcorrection (hyperopia) in the right eye. In a follow up, the consumer reported she would like to have the lenses explanted, even though two surgeons have refused to do so. The consumer did not provide contact information for the implanting surgeon; therefore, additional information could not be requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).